Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in the top of the reservoir. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.